Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced three episodes of monomorphic self-limiting ventricular tachycardia. An ablation of the right ventricular outflow tract (rvot) was performed. The night following the ablation, the patient experienced ventricular tachycardia, appearing pale but otherwise asymptomatic. The patient was transferred to the intensive care unit and subsequently an electrocardioversion was performed. Another day later, the patient's existing ddd (dual chamber, demand, dual rate) pacemaker was upgraded to an implantable cardioverter defibrillator (ICD). The patient's hospitalization was prolonged to five days. Concomitant medications were adjusted, including potassium, analgesic/pain medication, and magnesium sulfate. The patient's adverse event was resolved/recovered. The patient is part of a clinical study. No further patient complications have been reported as a result of this event.